Event description:
It was reported from switzerland that during service and evaluation, it was determined that the shaft of the handpiece device was completely cracked during drilling (2 parts), the outer hose had several cuts around the area of the ¿connector shell¿ due to mounting the snap hook on the g1-bskt-slv, and the inner tube was almost completely torn off in the swivel area, the device was chipped/shaved/delaminated, had insufficient/low power, and air leak, and unintended activation/motion. It was further determined that the device failed pretest for visual assessment, safety check assessment, and rotational speed assessment. It was noted in the service order that the device stopped when it attached the bone. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, unintended activation/motion, and was chipped/cracked. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).